Manufacturer narrative:
A specific root cause could not be determined. The erroneous result caused no adverse events.

Event description:
The customer received questionable hdl-cholesterol plus 3rd generation (hdl) results on their cobas 6000 c501 analyzer for one patient. The patient's initial hdl result was 114 mg/dl. This result was reported outside the laboratory. The result was questioned and the sample was repeated 7 times. All repeat testing was performed on the same c501 analyzer as the original test. On (B)(6) 2012, the first repeat result was 34 mg/dl. On (B)(6) 2012, the second repeat result was 35 mg/dl. On (B)(6) 2012, the third repeat result was 36 mg/dl. On (B)(6) 2012, the fourth repeat result was 133 mg/dl accompanied by a data flag. On (B)(6) 2012, the fifth repeat result was 37 mg/dl performed on a decreased volume. On (B)(6) 2012, the sixth repeat result was 36 mg/dl. On (B)(6) 2012, the seventh repeat result was 36 mg/dl. The repeat result of 36 mg/dl was believed to be correct. At the time of the event, the customer was performing a correlation study between the cobas 6000 analyzer and a cholestech analyzer. The patient sample was also tested on the cholestech analyzer and had a result 34 mg/dl. There were no adverse events. The hdl reagent lot number was 65449101 and the expiration date was 06/30/2013. The field service representative found the incubation bath was contaminated. He cleaned the bath. He ran acceptable quality control.